Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the battery does not hold when disconnected from electrical network. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.